Event description:
It was reported that the usb charging port cover was broken on the customer's pump, leading to concerns about potential water ingress, as well as dust and debris buildup inside the port. The usb charging port was damaged and loose, which caused the charger to disconnect easily, and the touchscreen quality had diminished with white spots on the screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up, and no additional information about the outcome of the event was obtained.